Manufacturer narrative:
The wireless connection with the base station was re-established after restarting the azurion system. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was not working during a procedure. No harm to the patient has been reported to philips.